Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for unknown microbial contamination. It was reported that the issue was discovered during a procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
D9: device availability: corrected to no. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned; user culture results were not shared; user did not provide information on reprocessing steps; and scope was not microbiologically tested, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.